Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02447. It was reported high impedances were noted on the patient¿s right lead. Reportedly the lead was cut near the ipg site. Surgical intervention was undertaken the lead was explanted and replaced. Therapy was restored post-operatively. It is unknown which lead is liable therefore both the leads are made reportable.